Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they would receive a failed battery test when he tried to use the insulin pump after 5 days of not using it. The customer's blood glucose level during the incident was unknown. The customer reported that they had experienced high blood glucose within the range of 300 mg/dl and 400 mg/dl. They treated the high blood glucose with manual injections. The customer declined troubleshooting for the high blood glucose. Troubleshooting was performed and the customer did not receive a failed battery test. The customer was advised to monitor the insulin pump. The device will not return for analysis.